Manufacturer narrative:
Returned for evaluation was a 3dmax mid right mesh carton that contained a 3dmax mid left mesh and left container tray. The IFU, sterile pouch and trace labels were missing. The proper configuration would require the implant contained in tray sealed within a sterile pouch with patient trace labels attached. Based on the sample condition the carton (right) had been opened previously and a (left) clam shell tray in an open unsterile condition was placed back into the (right) carton. The most probable cause being that left/right products were once opened for use and the hospital staff placed an open unit back into the carton which was placed back into their inventory. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, when the 3dmax mid right mesh was brought into a case from inventory and the carton opened it did not contain the implant within a sterile pouch. As reported the mesh within the carton was contained inside of the clam shell tray but it was not within the tyvek sterile pouch. The mesh was not used on the patient.